Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that there was no electrode on the sensor after insertion. Customer's current blood glucose was unknown. Sensor will not be return for analysis.